Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47mg/dl and 51 mg/dl. Customer's blood glucose level was 78 mg/dl at the time of the call. The customer stated that she started weight watchers and had made adjustments to the pump settings. The customer declined to troubleshoot. The product was not returned for analysis.